Event description:
It was reported that the patient implanted with this undisclosed device is experiencing an unspecified device issue. It was further noted the patient had undergone two previous device replacements for unspecified reasons. No patient complications were reported.